Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2017, this patient had an initial surgery of aequalis reverse at (B)(6) orthopedics hospital. On (B)(6) 2020, an infection was found at the affected part at the same hospital. On (B)(6) 2020, a revision surgery was performed at (B)(6) medical center. After removing all the implants,the mold cement which includes antibiotics was implanted to the humeral and the surgery was completed. After several months of follow-up, another revision surgery might be performed for new implants depending on the recovery situation.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.